Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received motor position encoder error alarm. The customer also reported insulin pump received motor error alarm. Customer reported drive support cap was normal, they were able to rewind insulin pump and they performed displacement test and manual prime and found that motor alarm did not reoccur. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.